Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and multiple electric shocks due to an episode for which boston scientific technical services (ts) was consulted and is not certain if it was atrial or ventricular driven. All therapy available was delivered. No additional adverse patient effects were reported. This device system remains in service.